Manufacturer narrative:
Occupation was lay user/patient.

Event description:
The customer's wife stated they received questionable results from coaguchek xs meter serial number (B)(4). This medwatch is for strip lot 36143823. Refer to the medwatch with patient identifier (B)(6) for strip lot 31404821. At 7:30 am, the meter result was 8.0 inr with strip lot# 31404821. At 1:30 pm, the laboratory result with an unknown reagent was 4.82 inr. At 3:06 pm, the meter result was 8.0 inr with strip lot# 31404821. At 3:12 pm, the meter result was 6.5 inr with strip lot# 36143823. The laboratory result was believed to be correct. There was no allegation of an adverse event. The therapeutic range was 2.0 inr to 3.0 inr. The customer was not anemic or polycythemic, had no antiphospholipid antibodies or lupus, no heparin or direct thrombin inhibitors, no new illnesses, no change in diet, and no symptoms of bleeding or bruising. The customer had begun taking two new antibiotics. The name of the first is unknown and was finished on (B)(6) 2019. The seconds antibiotic was acyclovir. The customer also had an increase in his metformin dose. The suspect product was requested to be returned for investigation. Replacement product was sent. Relevant retention test strips (lot 361438) were tested in comparison with the master lot coaguchek xs pt. For this purpose, two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The customer returned the meter for investigation. The returned meter was tested with retention strips using liquid qc of a high level. Testing results: qc 1: 2.3 inr, qc 2: 2.2 inr, qc 3: 2.3 inr. The obtained qc values were in the allowed range of the used combination strip lot - qc lot. (1.6 - 2.4 inr). All measurements were without error messages. The returned material and the retention material meet specifications. Coaguchek uses human recombinant thromboplastin. Therefore, comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods.